Event description:
A consumer who has been using inspirease since 1977 reported that a particular inspirease mouthpiece "exploded" sometime around the end of may and hurt consumer's upper lip. There was no bleeding, however consumer was seen by a physician. Consumer also noted that the mouthpieces crack easier than they used to. The consumer's pharmacist questioned if consumer had bitten the mouthpiece, and the consumer responded that they had no teeth. The pharmacist stated he could not figure out what happened to the mouthpiece but that "consumer must have gotten mad and threw it."